Event description:
Impedance readings greater than 4000 ohms on 2 electrodes were reported. The status of the battery was considered as normal depletion. The neurostimulation device and the lead component were replaced, and the pt had recovered from the procedure without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.